Manufacturer narrative:
Evaluation is in-process but not yet complete. Upon completion, follow-up will be provided.

Manufacturer narrative:
Report date was initially reported as (B)(4) 2013 in error, the correct report date is (B)(4)2013. Recall #z-1215-2014. Investigation results:the abutment fractured at the hex and down the center. The review of 3shape shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
Zirconia fracture, upon dr. Delivering abutment (placement). No patient injury.